Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (batch no. 758629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal burning sensation, itching, swelling nos, urinary retention, uterine bleeding and multiparous. Concurrent conditions included hypertension, depression and trimalleolar fracture. Concomitant products included buspirone, hydrochlorothiazide, indometacin (indomethacin), sertraline hydrochloride (zoloft) and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2011, the patient experienced pelvic pain ("left side pain"). In (B)(6) of 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) and vaginal haemorrhage ("abnormal bleeding (vaginal). In 2013, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced vision blurred ("vision problems: blurried"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnoraml bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse), metrorrhagia ("metorhagia (bleeding b/w periods), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, nausea, vision blurred, weight increased and weight decreased outcome was unknown and the menorrhagia, migraine, pelvic pain and vaginal haemorrhage had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and uti. Discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day. Discrepancy in insertion details: (B)(6) 2010 and (B)(6) 2011. Discrepancy : date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2011. Discrepancy : plaintiff performed previously reported as imaging procedure now it is reported plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Lot number: 758629 manufacturing date: 2010/07 expiration date: 2013/07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and genital haemorrhage ('general abnoraml bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, psychological trauma, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and uti. Discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day. Discrepancy in insertion details: (B)(6) 2010 and 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: quality safety evaluation of product technical compliant. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure (batch no. 758629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal burning sensation, itching, swelling, urinary retention, uterine bleeding and multiparous. Concurrent conditions included hypertension, depression and trimalleolar fracture. Concomitant products included buspirone, hydrochlorothiazide, indometacin (indomethacin), sertraline hydrochloride (zoloft) and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("left side pain"). In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced vision blurred ("vision problems: blurried"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnoraml bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, nausea, vision blurred, weight increased and weight decreased outcome was unknown and the menorrhagia, migraine, pelvic pain and vaginal haemorrhage had resolved. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and uti. Discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day. Discrepancy in insertion details: (B)(6) 2010 and (B)(6) 2011. Discrepancy : date of insertion previously reported as (B)(6) 2010 now it is reported (B)(6) 2011 discrepancy : plaintiff performed previously reported as imaging procedure now it is reported plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs & mr received. Lot number was added. Date of insertion was updated.new events migraines / headaches, blurried, left side pain, abnormal bleeding (vaginal) was added. Updated event vision problems to blurried. Updated outcome of event abnormal bleeding (vaginal), menorrhagia, migraines / headaches, left side pain from unknown to recovered / resolved. Treatment drugs, concomitant condition, concomitant drug, reporter, patient demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), nausea ("nausea") and visual impairment ("vision problems") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (unknown surgery was performed to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, urinary tract infection, nausea, visual impairment, weight increased and weight decreased outcome was unknown. The reporter considered dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, metrorrhagia, nausea, psychological trauma, urinary tract infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for breakage and uti. Discrepancy noted as per pfs: insertion of essure and confirmation test was done on the same day. Discrepancy in insertion details: (B)(6) 2010 and 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was update to chronic pain. Following events were added: breakage, migration, general abnormal bleeding, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods ), rash/skin condition, psych injury , urinary tract infection, nausea, vision problems, weight gain and weight loss. Reporter information was updated. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.